Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. Meter did not power on with button or with strip insertion. Meter was de-cased and an internal visual inspection was performed, no issues were observed. Extended investigation was also performed, and visual inspection observed extra flux and solder around the cpu (central processing unit). The crystal solder was reflowed and no voltage change was observed when button is pressed. The crystal was placed in a known good meter and successfully worked in the meter. All cpu pins were reflowed and the crystal still shows an irregular waveform therefore, the issue is confirmed to a faulty cpu. Section d4 (serial number) was updated from (B)(6) to (B)(6) based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.